Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "sticks half way through the treatment" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be a bent plunger adjustment screw on the pusher block. The plunger adjustment screw was replaced. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has received similar reports for this reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition where the pump sticks half way through the treatment. This condition occurred during testing in the bio-med service department. This condition has the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.